Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 green reload (1) involved with this complaint and completed the device evaluation. Failure analysis replicate/confirmed the reported event. The reload was found to have the knife exposed within the knife track. No cartridge or pusher damage were found. Additional finding related to the customer reported complaint: the reload was found to have blade damage, indentations were found along the blade edge. Intuitive surgical, inc. (Isi) received the sureform 60 green reload (2) involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. The reload was found to have the knife exposed within the knife track. No cartridge or pusher damage found. Additional finding related to the customer reported complaint: the reload was found to have blade damage, indentations were found along the blade edge. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. Based on log review of remotefe, the instrument was found to have 2 firing failures. However, the firing failures were not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf green 60 reload. No malformed staples or incomplete firing were observed during in-house testing. The instrument was found to have 2 firing failures based on log review. The instrument was found to have tears on the wrist cover. The tears measured approximately 0.152" - 0.179" in length. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer observed the sureform 60 stapler would not complete the staple fire. The instruments would stop halfway with separate green reloads. The stapler was replaced, and the surgeon continued with the case without further issues. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the roco informed that the instrument was inspected prior to use and no damage was found. The target tissue was stomach tissue. The tissue was not calcified, exposed to radiation or in tension, and there was no tissue bunching. The green reloads were chosen based on the tissue thickness. The stapler instrument fired two green reloads and both stopped at the same section and would not continue firing. The surgeon was performing a sleeve gastrectomy. The reload would not fire completely. The stapler was used only for the first two firing attempts. The reported event occurred during the first and second staple firings. Unable to complete fire and blade may be exposed errors/messages were generated. The staples looked malformed. No buttress material was used. The surgeon did not experience any clamping issues prior to firing during the incomplete firing sequence. The surgeon used a new stapler and proceeded with the procedure. The procedure was completed.